Event description:
Subsequent to filing the initial medwatch report, information was received which states that the patient presented with unstable angina and during the afternoon underwent coronary angiography which revealed 90% stenosis of the left anterior descending artery (lad), and 90% stenosis of the proximal to distal circumflex artery (cx). Guide wires were delivered to the mid and proximal cx. Dilatation was performed to the cx from distal to proximal with a 1.2 mm x 20 mm mini trek balloon catheter at 14 atmosphere (atm) for 15 seconds, then at 14 atm for 10 seconds, 17 atm for 10 seconds, 17 atm for 15 seconds, and 17 atm for 10 seconds. The most stenosed part of the proximal cx was dilatated with a 1.3 mm x 10 mm non-abbott balloon catheter at 14 atm or 5 seconds. The distal cx was dilatated with a 2.25 mm x 12 mm nc trek balloon at 12 atm for 15 seconds, and 12 atm for 10 seconds. Intravascular ultrasound (ivus) was performed and noted the proximal cx was 2.5 mm, and the distal cx vessel was a larger diameter than 2.5 mm and eccentric with calcified plaque present. Additional dilatation was performed to the whole cx with a 2.5 mm x 12 mm nc trek balloon at 18 atm. A 2.5 mm x 23 mm xience v stent was implanted in the cx and dilatated at 8 atm for 20 seconds, 10 atm for 20 seconds, and 12 atm for 20 seconds. Post procedure ivus confirmed good stent wall apposition and timi 3 flow.

Event description:
It was reported that post xience v stent procedure of the circumflex artery, the patient experienced thrombosis the same evening. Though requested, additional information is pending and has not been received.

Manufacturer narrative:
(B)(4): dilatation catheter: mini trek; nc trek; laxa; intravascular ultrasound (ivus). In the early evening of the same day, the patient experienced chest pain. Coronary angiography was performed and the left main was confirmed to be totally occluded; an intra-aortic balloon pump (iabp) was inserted. Percutaneous coronary interventional procedure was performed to treat the stent thrombosis and thrombus aspiration was performed three times. Blood flow in the lad was noted as improved while the stented area remained occluded. Thrombus aspiration was performed for the cx and timi flow from 0 to 1 was noted. Ivus examination revealed thrombosis inside the xience v stent and some area where the stent was not fully apposed to the vessel wall. Balloon angioplasty was performed with a 2.75 mm x 15 mm balloon catheter and the cx had timi flow from 1 to 3, however, the lad became totally occluded. A guide wire was then delivered. Ivus was performed and the lad was observed to be 50% stenosed in the ostium of the cx. Two stents were placed in an inverted y-configuration at the bifurcation as treatment. Though requested, no additional information was provided.

Event description:
Subsequent information received noted that when the patient experienced the chest pain, signs of shock and hypotension were noted and the intra-aortic balloon pump (iabp) was placed. Additionally, the shock disappeared after the procedure to treat the thrombosis was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. The reported angina, occlusion, stenosis and thrombosis are listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. In this case, it is possible that the anatomical conditions may have contributed to the reported difficulty to deploy. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to this complaint. A query of the complaint-handling database was performed and no other incidents have been reported for difficulty to deploy for this lot. All stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment and stent uniformity of expansion.